Event description:
The accounts engineer stated that blood soaked through the ticking into the mattress. She was not sure how long the blood sat on the mattress ticking.

Manufacturer narrative:
The account replaced the ticking, topper foam and the treatment cushion to repair the bed.